Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: this complaint is being closed since after multiple email attempts to retrieve the product, the product still hasn't been returned for evaluation. If and when the device in question is received, this file will be reopened and its contents made to reflect the results of the evaluation. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported during the rotator cuff neoplasty the implant broke. The broken piece didn't fall into patient. They changed to a new one to complete the procedure. There was no delay during procedure. Additional information received via email from the affiliate on december 30, 2015: it was noted the procedure was completed by either using the same bone hole or creating an additional one. The procedure was not extended for more than thirty (30) minutes.